Manufacturer narrative:
(B)(4). Date sent 12/9/2024. D4 batch #160d05. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 1/4. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 160d05, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the device deliver any staples? No because the battery didn¿t worked if yes, were the staples formed properly? N/a. If yes, was the staple line complete? N/a. Did the device lock-out (no staples deployed and no cut line started)? Yes because the battery didn¿t worked. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? N/a. Or, did the device fully fire and stop during the automatic knife return? N/a.

Manufacturer narrative:
(B)(4). Date sent: 11/5/24. D4: batch #unk. B3: only event year known: 2024. Additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. Was the firing sequence started but not completed? No. If yes: did the device deliver any staples? N/a. If yes, were the staples formed properly? N/a. If yes, was the staple line complete? N/a. Did the device cut? Yes. If yes, was the cut line complete? Unk. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unk. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Unk. If yes, did the jaws eventually open? Unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number c9eg86, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, it was observed that the battery on the device did not work so they took another one to complete the procedure. It was further reported that the firing sequence was not started and not completed. There were no patient consequences reported. Additional information was requested.